Manufacturer narrative:
Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: accolade tmzf hip stem #4, cat#6020-0435; lot#19065603; trident 0° x3 insert 36mm ID; cat#623-00-36f; lot#ea2mhd; 6.5 cancellous bone screw 40mm; cat#2030-6540-1; lot#9h2med; 6.5 cancellous bone screw 45mm; cat#2030-6545-1; lot#my5mna; trident hemispherical cluster 58mm; cat#502-01-58f; lot#21694201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by the patient through the filing of a legal claim that he underwent a left total hip arthroplasty on (B)(6) 2007 where he was implanted with a stryker hip system. He further alleges that he has pain and discomfort in the area of implantation. The patient has not yet been revised.